Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient said they have to program every day and they weren't told that. They were told it would work at 100% and wouldn't have to do anything for 5 years. Patient said it only works 50% or less and right now it is working 0 %. Patient had to go back on pills. Patient was misinformed and they were going to have it removed. This issue has been going on since implant. Troubleshooting was unable to be performed as patient had an appointment she needed to get to and didn't have time.